Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 32 mg/dl. Cause of low bg was unknown. Customer attempted to address low bg by consuming carbohydrates and was treated with 10% dextrose and saline at the ER. Customer was released from ER the following day.